Manufacturer narrative:
The customer was unable to provide further information, and based on the data provided, a clear root cause could not be identified. With the limited amount of information, we are unable to rule out possible causes. The customer's allegation is not substantiated.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 801 analytical unit for one patient. The initial result was 174 ng/l. The sample was repeated multiple times. Some results are from a different analyzer, but it is not specified which results. The first repeat result was 209 ng/l. The second repeat result was 210 ng/l. The third repeat result was 205 ng/l. The repeat result of 205 ng/l was deemed to be correct. The sample was repeated because the customer has a rule to repeat the sample if the result is greater than 100 ng/l.